Event description:
It was reported that the procedure was being performed in the transplant intensive care unit. The nurse practitioner was unable to remove the guidewire after it kinked during insertion. Cardiovascular surgery was consulted to remove the wire. There was no patient death or complications reported. Follow up information received on (B)(6) 2012 states the spring wire guide was removed intact. Additional information received on (B)(6) 2012 states cardiovascular surgery made a large incision and pulled the wire out completely. The patient was a coagulated patient that had to apply pressure for 30-45 minutes for bleeding to stop.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.